Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted broken tip on one of the bag spikes. The complaint was confirmed and the root cause was determined to be a component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The dyonics 25 fluid management system instructions for use were reviewed and revealed the steps for properly installing a dyonics 25 inflow only tube set. This failure was not documented in the device risk management files; an engineering change order has been initiated to update the documentation to include this failure. A review of this complaint case revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an ankle joint surgery, the tip of the spike got fractured and the broken piece fell into the tube when the saline bag was being changed. Broken piece did not fall off into the patient's body. Surgery was completed with a pressure bag of a competitor device. There was no surgical delay nor other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.